Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The customer¿s blood glucose level was 145 mg/dl. The customer stated that they were able to clear the alarm and able to rewind the insulin pump. The customer was reported that the alarm was recurring during normal use of the insulin pump. The customer was advised to replace the insulin pump and that may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, unexpected restart error test, self test and displacement test. No unexpected restart error and no external ram crc error alarm noted during test.